Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient diagnosed with asthma. The patient is on several medicines, inhalers and manual breathing aids. The patient also alleged hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.